Event description:
It was reported to medtronic neurosurgery that after the surgery, the pt developed a fever. According to the report, the doctor explanted the product to control the infection.

Manufacturer narrative:
The product has not been returned to the MFR. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies.